Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to an infection.

Manufacturer narrative:
At this time, this device has not been returned for analysis. Upon completion of analysis, this report will be updated.